Manufacturer narrative:
H10: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material specification form found that the strength of the sutures is verified. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Note: complaint 2 of 2. Reference case-2021-00050018-1 (MDR 3006524618-2021-00503) for 1st device. H6: updated codes.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a hip arthroscopy, after deployment of the "1.8mm q-fix suture anchor" using the "disposable kit, xl"; it was found that the suture material had snapped at just under the half way point. It was discovered the suture anchor was able to be tied and repair secured, but it was discovered to have snapped when probing the repair afterwards. The procedure was completed using two additional anchors in order to secure the repair. It is unknown if there was a surgical delay and no further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.